Manufacturer narrative:
Investigation: bd has not been provided with photos or samples for an unknown 10 ml syringe to investigate for this record. Unfortunately, as a result, bd was unable to verify the reported issue or determine a definitive root cause. DHR could not be performed due to the unknown catalog and lot number.

Event description:
It has been reported that one unspecified bd¿ 10ml syringe has been found experiencing leakage during use. The following has been provided by the initial reporter: on (B)(6) 2019, blood samples were taken from newly admitted children, and it was found that the 10-ml syringe was leaking, resulting in insufficient negative pressure, and the extracted blood had tiny foam. The syringe was immediately changed, and the patient was sterilized with lobenqing and re-punctured, without any other disputes. After use, we checked the same batch of products in the department and found no similar problems.

Manufacturer narrative:
There are multiple bd locations where this unspecified bd device may have been manufactured. A catalog and lot number could not be confirmed for this incident and without this information we are unable to determine where the device was manufactured. Therefore, bd corporate headquarters in (B)(4) has been listed and the (B)(4) FDA registration number has been used for the manufacture report number. Medical device expiration date: unknown. A device evaluation and/or device history review is anticipated, but is not complete. Upon completion, a supplemental report will be filed. Device manufacture date: unknown.

Event description:
It has been reported that one unspecified bd¿ 10ml syringe has been found experiencing leakage during use. The following has been provided by the initial reporter: on (B)(6) 2019, blood samples were taken from newly admitted children, and it was found that the 10-ml syringe was leaking, resulting in insufficient negative pressure, and the extracted blood had tiny foam. The syringe was immediately changed, and the patient was sterilized with lobenqing and re-punctured, without any other disputes. After use, we checked the same batch of products in the department and found no similar problems.